Manufacturer narrative:
The full number for the product in question is (B)(4) (1/27/03). The phone extension at the hospital is (B)(6). The immucor laboratory tested retention product on (B)(6) 2016 which performed as expected.

Event description:
On 08sep2016, a customer reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo neo instrument, when tested on (B)(6) 2016.